Event description:
Reporter indicated that the site's hp handheld computer battery would not hold a charge long enough. A replacement was sent and attempts have been made to have original handheld returned.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.